Event description:
Follow up information identified the patient's ipg was replaced with a new one and the issue is resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is experiencing a painful sensation at the ipg site. The issue occurs with or without stimulation on. In addition, the patient has lost weight. Surgical intervention may be pending to address the issue.